Event description:
It was reported that a clearlink system continu-flo solution set was leaking IV (intravenous) fluid from the plastic disc in the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.